Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm indicated that the iabp had a suspected blood back, autofill failure. To address the issue the stm replaced the pneumatic module assembly and the compressor scroll. The stm additionally reset the safety disk date and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on patient, an autofill issue occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.